Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown screw/unknown lot. Two potential part/lot combinations were provided, but it is unknown which was the complained screw. Part number: 214.038 lot: 9399228; brand name: 4.5mm cortex screw 38mm and part number: 214.046 lot 9367047; brand name: 4.5mm cortex screw 46mm device broke during insertion; device was not implanted/explanted. (B)(6). Part number: 214.038 lot: 9399228: march 03, 2015; part number: 214.046 lot 9367047: february 09, 2015. A review of the device history records for both potential devices was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw head broke off at the shaft of a 4.5 cortical screw during implantation. The surgery was prolonged about ten (10) minutes. They removed the screw before proceeding with the planned procedure. All parts were removed; the shaft was removed using the screw extraction set. This report is for an unknown screw. This is report 1 of 1 for (B)(4).